Event description:
It was reported that the patient had pocket erosion. The entire implantable cardiac defibrillator system was explanted. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.